Event description:
The customer reported that while runnung an hbc assay, the summit sample handler, failed to pipette the full volume of positive control in one position and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.